Manufacturer narrative:
Model number/catalog number: 72404161; serial number- null; batch/lot number: 0175642005; model/catalog description: reservoir 65ml pc. Model number/catalog number: 72404310; serial number- null; batch/lot number: 0178457009; model/catalog description: pump ms.

Event description:
Three components were reported with no specific failure. Another device was used to complete the procedure. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. This event is for the cylinder. Additional information received that the cylinder was punctured and the pump had a dimple. The implant date of the device was (B)(6) 2016. The patient condition was well following the procedure.

Manufacturer narrative:
Malfunction was reported. The ams700 cylinders were visually inspected and functionally tested. No leak was found. Both performed within specifications. Review of manufacturing documentation was not performed as the device met specifications. A review of the ship history was not performed since the batch number was provided. No risk review required per cis product investigation wi, (B)(4). A labeling review was performed and according to the IFU, ams 700 us, there is no evidence that the device was used or handled improperly. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. If further information about this complaint is received at a later date, the product investigation will be re-opened to address the additional information.

Event description:
It was reported that the patient ams 700 inflatable penile prosthesis (ipp) cylinder was punctured and the pump had a dimple. The ipp cylinders and pump were removed and replaced with new components.